Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a distal end had missing adhesive at the light guide cover and a cut pink rubber was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was no problem detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.